Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had only ½ of the sensor came out and they still in the body. The customer¿s blood glucose was unknown. Customer troubleshoot was not performed. The sensor will not be returned for analysis.